Manufacturer narrative:
If explanted, give date: not applicable as to date the lens remains implanted and therefore not explanted. Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional investigation requests for this order number have been received. In addition sterilization records were reviewed: sterilization was processed and no deviations were found that affects the sterility of the device. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after an intraocular lens (iol) was implanted into the right eye of a female patient, the surgeon observed under the slit lamp that there was a noticeable flaw or defect on the anterior and posterior side of the optic. The patient was reported doing well and there are no plans to explant the lens. Additional information was received and it was learnt that the defect observed was debris located in the center of the optic. There were no injuries, no incision enlargement and no vitrectomy during the surgery. The surgery went well. No complaints from the patient and the lens remains implanted. No further information was provided.